Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion, crushed, and was completely off from the stent balloon. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.